Manufacturer narrative:
It was reported by customer that IV tubing - spontaneous breakage. One photo and one sample of tubing was submitted by the customer for evaluation. Investigation of the photo received from the customer indicates that the tubing had separated from a component in the infusion set assembly. Investigation of the sample indicate that the tubing separated from the distal male luer at the end of the infusion set. The customer complaint of separation was confirmed. The investigation for the failure was forwarded to the manufacturing level. Further evaluation of the sample indicates that the adhesive dispenser did not work properly. A quality notification was issued to the assembly personnel to address the issue. The customer reported the lot number to be unknown. The device history review is conducted based on the tracing the lot numbers of the full assembly from the smartsite laser ID numbers. A device history record review for model 2426-0500 lot number 23113132 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 lot number 23113206 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated the following information was received by the initial reporter with the following verbatim: (B)(6) reported the following for these sets: item #2162435 - bd alaris pump infusion set, back check valve, 3 smartsite y-sites - bd ref 2426-0500. IV tubing - spontaneous breakage.

Manufacturer narrative:
It was reported by customer that IV tubing - spontaneous breakage. One photo of tubing was submitted by the customer for evaluation. Investigation of the photo received from the customer indicates that the tubing had separated from a component in the infusion set assembly. There is no photo of the component that the tubing was connected to. The customer complaint of separation was confirmed, however, due to no physical sample further investigation could not be conducted. The manufacturing facilities have been made aware of the complaint, however, due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#: 2426-0500 batch number#: unknown it was reported by customer that IV tubing - spontaneous breakage. Rcc received a complaint via email. Email(s) attached. (B)(6) medical center reported the following for these sets: item #2162435 - bd alaris pump infusion set, back check valve, 3 smartsite y-sites - bd ref 2426-0500. IV tubing - spontaneous breakage. Case is manually created since the manual entry needed based on the daily intake report on 9feb2024 (error tracking tab) (email was forwarded to aei on 9feb2024 but aei failed to create the case) customer reply: so far I have identified the events occurred on 1/25 and 2/6, I have not been able to determine yet when the 3rd event occurred. No lot #¿s obtained for either and no patient harm reported for either event.